Manufacturer narrative:
The carrier was contacted and was informed goods were signed in as ok by receiver. Investigation of the complaint confirmed the reported event. Biomet (B)(4) does not have any inspection criteria or packaging validation for the final box cartons. The validation department has informed that this is not a requirement. It was verified that standard size boxes for all outer packaging and personnel are trained on current warehouse procedures. Review of DHR was performed and found all units released for distribution with no deviation or anomalies. Review of complaint history found not additional issues or trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. "Product shall be packed into suitable transit packaging so that adequate protection may be afforded to the product during transit to the customer." (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07668; 0001825034-2017-07669; 0001825034-2017-07670; 0001825034-2017-07671; 0001825034-2017-07672; 0001825034-2017-07673;0001825034-2017-07674; 0001825034-2017-07675; 0001825034-2017-07676; 0001825034-2017-07677; 0001825034-2017-07678; 0001825034-2017-07679; 0001825034-2017-07680; 0001825034-2017-07681.

Event description:
It was reported that implants were damaged upon delivery. Items inside were damaged, some of the package seals were damaged although not all the cellophane wraps were damaged. One item was completely open on cellophane and outer box wrap. Only three or four screws were not damaged.